Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the patient experienced perforation of the left ventricle by the left ventricular (lv) lead. The patient's ventricular septal tissue was loose and caused placement difficulty. The lead was removed. A new lead was placed into the right ventricular. No further patient complications have been reported as a result of this event.